Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
(B)(6) clinical study. Patient identifier: (B)(6). It was reported that chest pain occurred. In (B)(6) 2013, the clinical status assessment indicated that the patient's qualifying condition as myocardial infarction and stable angina. Prior to procedure, the patient was found to have an abnormal fractional flow reserve, elevated biomarkers indicating ischemia and the patient was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion # 1 was located in the mid right coronary artery with 60% stenosis and was 15 mm long with a reference vessel diameter of 3.0mm. The lesion as treated with pre-dilatation and placement of a 3.00x20mm study stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient experienced chest pain. No action was taken in response to the event.